Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the patient underwent a surgery for a femoral instability fracture. After the surgery the blade penetrated the bone head. The surgeon commented that the callus interfered with the sliding because the fracture site was near the insertion point of the blade. The surgeon is considering a revision to remove the devices. Concomitant devices: trochanteric fixation nail (tfna) (part# :04.037.918s; lot# 9873662; quantity: 1) t25 stardrive locking screw32mm (part#:04.005.522s; lot#:6l01520; quantity: 1) end caps (part# 04.038.000s; lot#:5l44854; quantity: 1). This report is for one tfna helical blade 75mm sterile. This is report 1 of 1 for (B)(4).

Event description:
Reoperation was completed successfully on (B)(6) 2020, by removing all implants and replacing with artificial bone head.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: elmira / monument manufacturing date: january 16, 2019, expiration date: january 01, 2029, part: 04.038.275s, tfna helical blade 75mm -sterile, lot: h798074 (sterile). Work order traveler met all inspection acceptance criteria. Inspection sheets met all inspection acceptance criteria. Lot was reworked (vibratory tub) for an uneven surface finish. All parts were determined to be acceptable after rework. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.